Event description:
A patient was dropped while being transferred from hana table to the transport bed. No injuries to the patient were reported.

Manufacturer narrative:
Per the information obtained from investigation and device evaluation, it was confirmed that there were no issues with the table itself. The patient was dropped during a transfer from hana table to the transport bed post surgery. Patient was reported to be doing fine. There is sufficient information in the owner's manual regarding transfer of patient to and from the hana table. While there was no evidence obtained regarding how many people were involved during the transfer process, the patient was still dropped somehow from during the transfer. This incident is thus deemed as use error.